Manufacturer narrative:
The device was received for analysis. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated and all production steps were performed accordingly. The implants memory content was inspected. The recorded episodes showed a loss of signal since (B)(6) 2020, thus confirming the clinical observation. However, the root cause could not be determined from the available information. Further inspection revealed that the device documented resets on (B)(6) 2020, presumably during the explantation. Subsequently, the device was subjected to an electric test, which confirmed proper sensing and adequate battery voltage. In summary, analysis of the device confirmed a temporary loss of signal while implanted. The root cause could not be established. An electric test performed in the course of the analysis confirmed proper sensing.

Event description:
Device was explanted and replace due to complete loss of signal. Should additional information be obtained, this report will be updated.